Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There was evidence of an error code 1971 upon checking the pump's event history log. Motor current testing was performed to detect for error code. The pump was unable run and the customer's complaint was verified. The root cause was determined to be the motor, which was then replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had an error code of lec 1871. No patient injury resulted.